Event description:
Customer received a control result of 143 mg/dl with her contour meter. The approximate range for the low control solution is 33-46 mg/dl. No adverse event was alleged. Customer was sent new control for further troubleshooting. No product is expected to return for evaluation at this time.